Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that removal difficulties were encountered. The target lesion was located in a moderately tortuous and moderately calcified coronary artery. A non-bsc intravascular ultrasound (ivus) was advanced into a 185cm 1 kinetix guide wire. When pullback was attempted, resistance was encountered between the guide wire and ivus. The procedure was completed with a different size non-bsc guide wire. There were no patient complications nor injury reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The shaft and the remainder of the device were checked for damage. The device showed a kink at the distal end of the device approximately 8mmfrom the tip. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specification. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that removal difficulties were encountered. The target lesion was located in a moderately tortuous and moderately calcified coronary artery. A non-bsc intravascular ultrasound (ivus) was advanced into a 185cm 1 kinetix¿ guide wire. When pullback was attempted, resistance was encountered between the guide wire and ivus. The procedure was completed with a different size non-bsc guide wire. There were no patient complications nor injury reported.